Event description:
It was reported that the medfusion pump had an event of spi timeout and alarming-not able to silence alarm or anything during setup.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.